Event description:
Per the clinic, two electrodes were found to be folded over in the cochlea. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2024, to reinsert the electrode array into the cochlea.